Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely due to a damaged/cracked gasket rear cover packaging. However, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the autoclavable camera head, main body had debris fall from the rubber gasket. The issue occurred during preparation for use for a laparoscopic therapeutic procedure that was completed with a similar device. There was no report of patient harm.